Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that there were two (2) needles in the suture pack.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed into the market. There are no units in stock in b. Braun surgical warehouse. Regarding the reference involved, there are no previous complaints (in the last five years) regarding incorrect number of sutures inside the pack. We have received one open unused sample, in the unit received the are two sutures inside the fist pack. Furthermore, there are visible marks of two needles on the support cardboard. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step and placed two sutures in one pack. The complaint is justified but taking into account that there are no previous complaints of this batch, we consider that this is an isolated unit and the batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.